Manufacturer narrative:
H3, h6: the device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, as of the date of this medical investigation, the requested clinical documentation has not been provided; therefore, there were no clinical factors found which would have contributed to the event. The impact to the patient beyond the reported unstable knee and reported revision in which a journey bcs / journey ii bcs knee insert was explanted and a new 13mm left constrained poly was inserted cannot be confirmed nor concluded. Therefore, no further clinical/medical assessment is warranted at this time. Device specific identifiers were not provided. Therefore, an evaluation of the manufacturing records and complaint history review could not be performed. A review of the instructions for use documents for knee systems revealed in possible adverse effects that dislocation and/or subluxation can result from trauma, improper implant selection, positioning, fixation of the implant; and/or migration of the components. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. As the device specific identifiers were not provided we can not relate this event to any prior actions initiated. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include traumatic injury, patient anatomy, postoperative care or abnormal loading of limb. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, after surgery had been performed on an unknown date, the patient presented to or with an unstable knee. This adverse event was solved by revision surgery on (B)(6) 2023 in which an unknown journey bcs / journey ii bcs knee insert was explanted and a new 13mm left constrained poly was put in. Patient was stable when was left in the room.

Manufacturer narrative:
Internal reference number: (B)(4). H10: smith & nephew is submitting this report pursuant to the provisions of 21 c.f.r. Part 803. This report may be based upon information which smith & nephew has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, smith & nephew, or its employees, that the report constitutes an admission that the device, smith & nephew or its employees caused or contributed to the potential event described in this report.